Manufacturer narrative:
It was reported that a communication failure occurred. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data logs determined that the cause of the issue is a known design defect. UDI# : (B)(4).

Event description:
Around 8:20am est, the robot experienced a communication failure towards the end of the laser registration. In order to reach the patient's left temple for the manual scan portion, the arm needed to be stretched further away from the base of the robot. When the communication failure occurred, the arm appeared to be stretched close to its limit, and its possible that enough force was applied to the arm to cause the communication error to occur. The surgeon did not appear to apply a lot of force to the arm when it occurred, but since the arm was stretched, its possible only a small amount of force was needed to cause the error. The robot was restarted and registration was restarted. The patient was under anesthesia and no incisions were made. The total delay was around 15 minutes.